Event description:
Pt reported that they were admitted to the hosp for dka. They stated that they felt their infusion set loosen, but did not change the set at that time. They also reported that they were not checking their blood glucose because they did not have test strips.